Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a sacroiliac and thoracolumbar procedure. It was reported that the surgery was performed on the t7-t11 section. A clamp was placed on t6. The surgery was performed from the inferior to the superior level (t11, t10 skip t9,t8,t7). The pak needle, taps and drivers were all registered and the pak needle's accuracy was checked and verified by the surgeon before use. Upon placing the screws, a post operation scan was conducted. The t11 level screws were placed optimally, however, there were bridging of the vertebrae canal for t10, t8 and t7. The suspect inaccuracy took place from t10 onwards. A revision of the screws were made by the surgeon immediately and the screws were placed accurately using navigation. The suspect spine referencing clamp/spine vertebrae anchoring the clamp had been shifted during surgery that resulted in the inaccuracy. The surgery was completed with patient impact. Based on neuro-monitoring, the patient's motor sensitivity was affected but it was unknown if this was due to the inaccurate screws or the overall procedure. There was an unknown amount of delay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided that the patient reported motor sensitivity was confirmed by the site to be non-permanent and resolved with no further complications reported.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
A preoperative scan was performed. There was a reported procedural delay of "3-4 hours." T11 screws were placed optimally, revision screws took place on t10, t8, and t7. Level t9 was skipped. 6 screws were reportedly revised.

Manufacturer narrative:
Additional information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was stated the motor sensitivity was "due to inaccurate screws" and the spine clamp was shifted during procedure due to "weak vertebrae of the patient used for anchoring of spine clamp."